Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the catheter balloon was successfully placed within the (B)(6) year old female patient. The balloon was inflated with saline but was noted to be leaking. The physician removed and a pin hole was found in the balloon material. Another balloon was used to complete the treatment.. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device under a microscope reported a hole/cut was noted in the material; a leak was confirmed by functional leak testing. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. It is possible that user technique contributed to this event; however, based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
It was reported that the catheter balloon was successfully placed within the (B)(6) year old female patient. The balloon was inflated with saline but was noted to be leaking. The physician removed and a pin hole was found in the balloon material. Another balloon was used to complete the treatment. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.